Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2023. During the procedure, the device was leaking. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.